Event description:
It was reported that this right ventricular (rv) lead implant procedure was difficult due to patient anatomy. During the implant procedure, the rv lead pacing impedance was >2000 ohms. However, due to the patient anatomy, the lead was left in situ. However, a few days later, the right atrial (ra) lead dislodged from the implant location. Subsequently, both ra and rv leads were surgically repositioned to resolve the event. The patient was stable with no additional adverse effects. Both leads remain implanted and in-service.